Manufacturer narrative:
Damaged power inlet filter.

Event description:
It was reported by service report that there was loss of power to the bed. No pt involvement or adverse consequences are reported.